Event description:
Pt. C/o hm alarm progressing from occasional with bending to every time she moves. Unknown when this started. Rpms slow down with alarm. Device interrogated waveforms sent to thoratec. Was determined, there was probably a driveline fracture.